Event description:
It was reported the in office voltage differed from the save-to-disk voltage. A low battery voltage measurement was seen and reported as an eri (elective replacement indicator) condition. A second interrogation showed a battery voltage of 2.27 volts but no eri condition. It was also reported the in-office battery voltage was lower than would be expected given the implant time. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the in office voltage differed from the save-to-disk voltage. A low battery voltage measurement was seen and reported as an eri (elective replacement indicator) condition. A second interrogation showed a battery voltage of 2.27 volts but no eri condition. It was also reported the in-office battery voltage was lower than would be expected given the implant time. The device remains in use. No patient complications have been reported as a result of this event. It was further reported that there was premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.27v, and the daily measurement taken the same day was 2.93v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device was analyzed and showed low telemetered battery voltage. The battery voltage under telemetry was 2.27v, and the daily measurement taken the same day was 2.93v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.